Event description:
It has been reported to us that during the diagnostic procedure, there was a blood clot formation inside of the artery. The pt is reported to be fine. An attempt to obtain add'l info has been made.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.